Event description:
It was reported that the fell and broke their neck. It was believed that the patient had passed out, possibly due to pacing pause. High impedance was noted, and no telemetry or device output were noted. It was noted that the patient had been lost to follow-up and had not seen a physician for 15 years. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).